Event description:
It was reported that the right ventricular (rv) lead of the pacemaker system exhibited high pacing impedances out of range and then it significantly decreased. A fracture was suspected. This pacemaker lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead of the pacemaker system exhibited high pacing impedances out of range and then it significantly decreased. A fracture was suspected. This pacemaker lead remains in service. No adverse patient effects were reported.